Manufacturer narrative:
The following information has been corrected: h.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. E.6. Method codes: 3331, 4114. E.6. Result codes: 3221. Conclusion codes: 67. H3 other text.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 126 units blood collection tube experienced missing component of product which was noted prior to use. The following information was provided by the initial reporter: material no. 367964. Batch no. 9095794. Per email: during r&d testing, one tube was found in the shelf pack that did not have a stopper. The product information is: catalog # - 367964, batch # - 9095794, test date ¿ 4 oct 2019.

Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparin (lh) 126 units blood collection tubes a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 126 units blood collection tube experienced missing component of product which was noted prior to use. The following information was provided by the initial reporter: material no. 367964 batch no. 9095794. Per email: during r&d testing, one tube was found in the shelf pack that did not have a stopper. The product information is: catalog # - 367964. Batch # - 9095794. Test date ¿ 4 oct 2019.